Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected rv lead damage, although it was not confirmed. Provocative testing was performed and noise was reproduced. The event was resolved by reprogramming the device. The patient was in stable condition.